Event description:
It was reported that the pt initially had good therapy. Then the catheter became kinked. The pt underwent surgery to repair the catheter. Following surgery the therapy still did not work like it originally did. The pt's pump contained baclofen, concentration and dose were not reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report. Ref MFR report # 6000030200701946.